Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that during preparation of a cystocele and vaginal prolapse repair procedure using an uphold vaginal support system, the needle cleanly detached from the suture outside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine post-procedure.